Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. No root cause can be confirmed.

Event description:
During literature review it was identified that a patient underwent a revision procedure due to the patient developing a curve decompensation, 26 months post procedure.